Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the tha, when the surgeon was using the universal driver shaft, the tip of the driver broke in a screw head. He could not remove the fragment from the screw head.